Event description:
It was reported that the device would operate on battery power but failed to power on with a known good battery only. Physio-control evaluated that device and observed that it would intermittently fail to operate on battery power. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and observed an excessive electrical leakage from two filters , designator fl4 and fl10, due to solder flux residue on the power pcb. The observed failure mechanism is known to cause a no battery operation failure.